Event description:
Prior to starting a da vinci si procedure, the user facility reportedly identified a broken wire from the atrial retractor instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the grip cables was frayed at the distal idlers pulley and was sticking out at the instrument's wrist. No other cables at the instrument's wrist were damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.